Manufacturer narrative:
(B)(4). Date of event estimated (reported as 6 weeks post-procedure). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances issued to the reported lot. Additionally, a review of the complaint handling database identified no other incidents reported for single leaflet device attachment (incomplete coaptation) from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. An additional mitraclip procedure was performed for treatment of recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted and the mr was reduced to 1. During a follow-up appointment, 6 weeks post-procedure, it was observed that the clip had detached from the posterior leaflet and remained on the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2014, an additional mitraclip procedure was performed to treat the slda and the increased mr grade of 3. One clip was implanted lateral of the initial clip and the mr was reduced to 1. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.